Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut off unexpectedly. Customer's blood glucose level was between 190-250 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.